Manufacturer narrative:
The batch/lot number is unknown, therefore the device manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2022 during scope cleaning, the tip came off the handle of the brush. The detached brush was retrieved from the scope with a biopsy forceps. The procedure was completed with another hedgehog double-end brush. There was no patient involvement with this event.